Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a firmware upgrade, the pacemaker went into backup vvi mode. Rebooting the programmer was attempted but the issue was not resolved. A device download was performed and the device was restored. Patient was non-pacer dependent and asymptomatic.